Event description:
The caller reported a cgm error 42. There was no reported adverse impact to the customer¿s blood glucose level. Technical support provided guidance to complete a pump reset, and the caller successfully started their sensor session without further issues.